Event description:
It was reported the pt experienced a shocking or jolting sensation. It was also stated the pt was receiving stimulation in the wrong location. No other info was provided. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).